Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for general condition, marking and labeling and check the free movement. It was noted that the bearings were not functioning and defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was documented in the initial medwatch that the device was returned for evaluation on dec 18, 2017. Upon complaint review, it was determined that the device was returned for evaluation on dec 13, 2017. The date received by manufacturer was inadvertently documented as dec 18, 2017 in the initial report. The correct date was dec 19, 2017. If additional information becomes available, a supplemental mw will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the sagittal saw attachment device was working on and off. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.